Event description:
It was reported that the patient was sent from computerized tomography room to the critical care unit when the nurse stated that hypothermia was initiated in the emergency room. They connected the patient to the device (serial (B)(4)) and attempted to restart hypothermia. The arctic sun device was receiving alert 01 (patient line open) and alert 02 (low flow) and then the therapy stopped. The patient temperature was 34.3c, the target temperature was 36c. The arctic sun device started to prime and then stopped. No chest pads in place. The patient had on two thigh pads and one universal pad high on the chest. The nurse explained that four pads were necessary for proper flow and discussed how to place the pads. They would call the emergency room to see if they had the chest pads or replace these pads with a new set of pads. They changed to new medium pads with good fit. The patient¿s weight was 73 kilograms. The flow rate stabilized at 2.6l/min, intermittent pressure -7.2psi.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient was sent from computerized tomography room to the critical care unit when the nurse stated that hypothermia was initiated in the emergency room. They connected the patient to the device (serial number (B)(6)) and attempted to restart hypothermia. The arctic sun device was receiving alert 01 (patient line open) and alert 02 (low flow) and then the therapy stopped. The patient temperature was 34.3c, the target temperature was 36c. The arctic sun device started to prime and then stopped. No chest pads in place. The patient had on two thigh pads and one universal pad high on the chest. The nurse explained that four pads were necessary for proper flow and discussed how to place the pads. They would call the emergency room to see if they had the chest pads or replace these pads with a new set of pads. They changed to new medium pads with good fit. The patient¿s weight was 73 kilograms. The flow rate stabilized at 2.6l/min, intermittent pressure -7.2psi.

Manufacturer narrative:
The reported event was inconclusive as no sample was returned. A potential root cause for this failure could be, "belt temperatures too low after nip roller and heated section". The device was not returned for evaluation. The product catalog number and lot number for this device are unknown; therefore, the device history record could not be reviewed and bd is unable to determine the associated labeling to review. Correction: f, h. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.